Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)found broken connector pins on the cable assembly. (B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging. The connector on the desktop charger (dtc) was stated to be too loose and that it would not stay in the insr. The implantable neurostimulator (ins) was discharged and they were trying an older recharger but it was showing that it was not compatible. The last time the patient attempted to charge was 2 weeks prior to the report. The issue had been occurring since implant. No patient harm was reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.